Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed since the sample was returned for evaluation. Based on the available information, the exact root cause of the reported bleeding cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during withdrawal of the angio-seal device insertion sheath assembly, the tamper tube was not released from the insertion sheath. After cutting the carrier tube longitudinally to release the tamper tube, the doctor managed to complete the angio-seal deployment. Post-deployment, the doctor performed manual compression to ensure that hemostasis is achieved. There was no patient injury, medical/surgical intervention required. The procedure outcome was successful after manual compression. Additional information was received on 27jan2021. The type of procedure being performed was an atherectomy. A pre-deployment angiogram was performed. An 8fr procedural sheath was used.